Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument failed to engage. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no issue. The issue occurred inside the patient¿s anatomy. The jaws of the instrument could not be closed, and the issue was persistent. The issue did not occur when attempting to place a clip around a vessel or tissue, but it occurred during clip closure. The clip did not become dislodged from the instrument. The customer used a backup medium-large clip applier to continue with the procedure. The instrument drape was not exchanged at any time during the procedure. The drape will not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the medium-large clip applier instrument could not close a clip, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier instrument could not close a clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier (mlca) involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint of engagement failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no report of a recognition or engagement failure during this procedure on the remote fe log. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations, which were not reported by site: the clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.

Event description:
Refer to h10/h11 for follow-up information.